Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Fifteen coils were successfully implanted into the basilar tip aneurysm. During the procedure a thrombus was noted in the right posterior cerebral artery (pca). Medication was given (type and dose unknown) and the thrombus was resolved. Two days post procedure, the patient was discharged home with no residual effects.